Event description:
It was reported that during an l4-l5 posterior fusion procedure, the tip of the curved rasp (389.836) broke. The broken fragment was retrieved. Surgeon completed procedure with no further problems. No harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Product development evaluation- the curved rasp has broken at the neck. The handle has been returned, but the broken rasp has not been returned (all the broken fragments were retrieved from the patient, and there was no harm to the patient). Design evaluation concluded that unless some unusually high load, or dynamic load was exerted, the curved rasp is well-designed to take high stresses. Conclusion - since it is not clear what could have caused the curved rasp to break, the complaint is deemed indeterminate. This is the first complaint of its kind for this instrument.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A manufacturing evaluation was conducted and approved on 3/22/2012. It was reported that the tip of the curved rasp broke off and was not returned for evaluation. Conclusion: all features related to this complaint that could be measured during this investigation meet specifications. Because all features related to this complaint could not be verified during this evaluation due to damage (tip of curved rasp sheared off and was not returned for evaluation), this complaint is indeterminate from a manufacturing perspective. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).